Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the planned, non-emergency procedure that was to happen when the issue occurred was aborted and rescheduled for another time. No harm to the patient or user was reported. A philips remote service engineer (rse) spoke with the customer who alleged that the restarting the system did not resolve the low image storage space issue. Onsite service was recommended. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Troubleshooting determined that a database consistency test and repair needed to be done to the image processing pc (ippc) hard disks. The fse deleted the "repaired" patient from this action and recreated the image storage. After recreating the image storage, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed the message image storage space too low. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.